Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the elevator fractured while using the instrument on impacted teeth. There was no injury to the patient, the tip was retrieved, and there was a minimal delay (less than 5 minutes) due to the retrieval of the tip. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned and no functional tests or inspections could be performed. For these reasons, the complaint could not be verified. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The distributor stated that the elevator was fractured on impacted teeth. The instructions for use (IFU) states that these products are not intended for use in these circumstances. Investigation results concluded that the reported event was due to patient condition and the use of this instrument outside of it's intended purpose. The IFU of this product states in the section titled warnings and precautions: the tip of the instrument is extremely thin and delicate, care should be taken to avoid applying significant pressure to the tip. If excessive pressure is applied to the tip of the instrument, it will bend, rendering it useless. This elevator is not intended for use when removing a tooth that is not loose in the socket. Biomet microfixation, formerly walter lorenz surgical, does offer an instrument that is designed to remove teeth that are not loose in their sockets. The instrument is the modified beck elevator, part number (B)(4). A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4).